Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer (fse) went to site to troubleshoot issue on (B)(6) 2015. It was found the system failed to hold a proper charge for the x-ray batteries. Batteries and 2 charger boards were ordered and replaced. System was then tested and passed all testing and put back into use. The batteries and charger boards were returned to the manufacturer for analysis. Investigation of returned suspect device found: could not confirm reported problem "x-ray batteries not holding proper charge." A sample of 7 batteries were tested. Some batteries exhibited cracks an bulging on the sides and tops of the battery cases. Unable to confirm battery charger 1 or 2 board contributed to reported problem "x-ray batteries low." Visual inspection, several leaky caps. Board passed electrical bench test on fixture. All output voltages were within acceptable range and stable. No further issues reported this event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A field service engineer (fse) called to report a complaint that the x-ray batteries were low. There was no patient present when this issue was identified.